Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
UDI number: (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation as it remains implanted within the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve had undergone a valve-in-valve procedure after an implant duration of four (4) days due to severe mitral regurgitation. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was stable post procedure and sent to recovery. Per the op note of the initial implant procedure, the patient had a non-edwards surgical valve in the mitral position that was explanted and replaced with the 31mm 7300tfx valve due to critical prosthetic mitral valve stenosis. Multiple attempts were made to wean the patient off cardiopulmonary bypass. A hyperdynamic left ventricle was observed. While weaning from cpb the patient would become hypoxemic and hypotensive. The patient left the operating room with arteriovenous ECMO. Post-op tee showed no pvl. Some impingement on a mitral valve leaflet was observed near the aortic valve which showed less mobility resulting in moderate central mitral regurgitation. The patient was transferred to the ICU in critical condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.